Event description:
Additional information was received. It was reported that a lead migration was the cause of the revision surgery. During the revision, it was found that on the titan anchor the titanium separated from the silicone. It was reported that there was no patient injury, and the patient was receiving paresthesis in the correct areas. After the revision, the patient recovered without sequela.

Event description:
It was reported that '31 days' after implant the implant 'moved.' The patient went in for surgery on (B)(6) 2012 and stated the system had not 'moved' but that the lead was damaged or defective. The patient stated the physician reported the 'glue' that was used was a problem. Subsequent information received reported that the anchor attached to the lead had come apart. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that there was a broken conductor at the distal end of the lead. Analysis of the titan anchor found that the titanium insert was partially separated from the silicone sleeve and the sleeve was torn.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3550-39, lot#, serial#, implanted: explanted: product type accessory. (B)(4).